Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900094 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using ae05 on two separate laparoscopic cholecystectomy procedures. In the first case the clips began jamming after firing a few clips without issue. Once the clips jammed, even after cycling through several clips the applier could not be recovered and we had to open a second one. In the second case it seemed as though a wire on the side of the applier had come loose which was inhibiting the clips from being deployed appropriately. Again, we had to open a second applier. Both were from the same lot.

Event description:
It was reported that the doctor was using ae05 on two separate laparoscopic cholecystectomy procedures. In the first case the clips began jamming after firing a few clips without issue. Once the clips jammed, even after cycling through several clips the applier could not be recovered and we had to open a second one. In the second case it seemed as though a wire on the side of the applier had come loose which was inhibiting the clips from being deployed appropriately. Again, we had to open a second applier. Both were from the same lot.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab severely bent and the first clip out of position. Reference file anp1900073110 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws as it became stuck in the bent rotation tab. The next clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900073110 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. The sample was returned with the rotation tab severely bent and the first clip out of position in the channel. Upon functional inspection, the first clip became stuck in the bent rotation tab. The next clip was out of position in the channel. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.